Manufacturer narrative:
The lens remains implanted. All pertinent information available to manufacturer has been submitted.

Event description:
It was reported that after implantation of a zxr00 intraocular lens (iol) in both eyes, the patient experienced halos and glare. Patient underwent bilateral caps. Patient's visual acuity on the left eye pre implant was 20/60 sans correction (sc) and 20/30 sc post implant. Lens remains implanted. No explant or medical intervention scheduled. Patient glare symptoms started on (B)(6) 2016. This report will capture the zxr00 iol implanted in the left eye and a separate MDR will be filed for the right eye.

Manufacturer narrative:
Additional information was received stating that the intraocular lens (iol) from patient's right eye was explanted on (B)(6) 2016. The right eye iol was replaced with a za9003 lens. No further information was provided. Outcomes attributed to adverse event (select all that apply): in the initial report for the left eye iol was filed with an incorrect selection of outcomes attributed to adverse event as "required intervention." The outcome for left eye should have been indicated "other" as no intervention was required for the lens implanted in patient's left eye. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information was received indicating that the replacement lens for the second eye was a za9003 with a 21.5 diopter. Furthermore, the patient is currently reading 20/50 san correction (sc) in both eyes post replacement. Patient information: visual acuity pre-op (pre initial implant): left: 20/40-1 sc, right: 20/60 sc . Visual acuity post-op (post replacement): left: 20/40 sc at distance, right: 20/30 sc at distance. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional info: patient continues to have vision difficulties after the lens explant. The claim states that treatment and the care by the doctor was negligent resulting in plaintiff's (patient) temporary and permanent vision impairment. Also, the plaintiff states that the lenses were defective product, and have resulted in the plaintiff''s sustaining temporary and permanent vision impairment. In addition patient sustained the following: headaches, dizziness, nausea, mental injuries. The following sections have been updated accordingly: outcomes attributed to adverse event: add disability/permanent injury. Additional patient codes: 2138, 1880, 2194, 1970, 2348. Additional device code: 3191 - defective lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient code 3191: foreign body sensation, 3191: posterior capsule opacification, 2140. Additional information: the following additional information was contained in medical records received: the patient had posterior capsule opacification in both eyes, blurry vision in both eyes and foreign body sensation in the left eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up it was learned that the lens implanted in the patient's left eye, serial number (B)(4), was explanted on (B)(6) 2017. There was no vitrectomy, however incision was enlarged to 3.5 mm. The patient ended with an excellent, 20-25 visual acuity result and is happy. If explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to the manufacturer has been submitted.